Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized for diabetic ketoacidosis. Pdm (personal diabetes manager) hazard alarm noted and batteries were changed. It was reported that the pdm was blinking on and off. The healthcare provider did not provide any further information regarding the hospitalization or to the patient¿s treatment.

Manufacturer narrative:
The patient reported that at the hospital she was treated with a manual injection of long-acting insulin (lantus). The returned product was evaluated and the reported failure of the pdm not resetting was confirmed. The device was stuck in a boot loader loop. No data could be retrieved from the device.